Event description:
On initial contact, dentist reported handpiece overheating and burned patient's lips. Attempted to contact dentist for additional information, but phone number noted on the account is no longer active.